Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had loss of therapy and trouble with rectum. Caller reported being implanted for bladder but the ins therapy also helped with the patient¿s bowel symptoms and helped her go to the bathroom. Patient reported she was not feeling stimulation. Patient clarified what she meant by trouble with rectum. Patient noticed stim was off 3 days ago and yesterday patient turned stim back on. Patient reported when patient got up went to the bathroom, it felt like stim moved to her rectum and it hurt, so patient turned stim back off. The actions taken prior to call were reviewed, patient checked ins and turned ins on and off. Patient thought the loss of therapy was related to the batteries in the patient programmer (pp). The pp and ins battery functions were reviewed with the patient. Patient had access to pp, synched with the pp, it showed stim was off. Therapy was turned on and the patient was reminded that for the therapy to be effective it needs to be turned on. Patient felt stimulation. No further symptoms or complications reported/anticipated.